Event description:
Pt on ventilator support with 2.5 uncuffed oral endotracheal tube (ett) in place. During ett suctioning with 6.5 fr catheter, resistance met & unable to pass catheter smoothly. The pt required increased oxygen settings. Nicu rn and nurse practitioner electively removed the 2.5 ett and reintubated the pt with a new 2.5 ett. First ett was assessed and noted to have a possible kink close to the tip and while inserting the catheter again, they noted that resistance was met close to the end of the tube. Upon inspection, the holes at the end of the tube were patent. The pt was stabilized. Approximately 75 minutes later, the pt's o2 sat decreased & interventions needed. Ett suctioned with 6.5 fr catheter & the same response occurred: resistance met & unable to pass catheter smoothly. Nicu team electively decided to extubate the pt and re-intubate with a 3.0 ett without difficulty. Pt stabilized on ventilator support. All 2.5 ett with same manufacturer have been removed.device #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no